Manufacturer narrative:
(B)(4). Date sent: 3/29/2024. D4: batch # 769c54. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45g reload present. Additionally, the reload was received with the reload pan partially dislodged from the right proximal side and bent. Also, the left side is fully fired, and the right side is partially fired 1/10. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged and out of position. One scratch near the pan dislodge was noted, which suggests the reload, may not have been fired over a hard object. One deformed and breakaged staple was found in the jaw during the visual inspection. Also, knife edge damage was found. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 769c54, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, three row of one side (anus side) staple was not deployed. The cartridge was deformed. The device was used on the rectum. Additional suture was performed, and another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2024. D4: batch # unk. Additional information was requested, and the following was obtained: only three rows on one side have not been deployed. There was no change in procedure. There was no unusual feeling in use. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.